Event description:
"Device appears to be oversensing and undersensing on atrial lead, possibly leading to false arrhythmia classification. Current atrial sensitivity programmed to 0.30 mv and current measured p waves are 0.5 mv." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).